Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). An imp,tsv,4.1mm,sbm,11.5 (item # tsv4b11) was received for investigation. Visual inspection of the as returned product identified signs of wear from use in the form of residue coating of the implant's exterior, but no other signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Sterilization record review could not be conducted due to the lack of available lot number. A complaint history review by item number was conducted for the (item # tsv4b11) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction has not occurred and the reported event for was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of birth unknown. Weight unknown. Email address unknown.

Event description:
It was reported that the implant was the implant was removed due to perimplantitis. Patient also felt pain.